Event description:
It was reported that the customer did not complete the cartridge load process. As a result, the customer¿s blood glucose (bg) level increased and was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address elevated bg. During troubleshooting with tandem technical support, the customer was able to load the pump supplies and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.